Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated with a consult unit. A local field representative was contacted for further evaluation. No adverse patient effects were reported. At this time, this device remains in service.